Event description:
According to the reporter during the gastrectomy while in esophagojejunostomy, the surgeon complaint about the labeling. Surgeon used a standard sized device due to small sized patient and did not know that the stapler was for xl size. The anvil would not mate into the handle and the anvil legs bent. The surgeon opened a new one and it also did not work. To resolve the issue, the surgeon switched standard handle to xl sized and there was an extended surgical extension of 2 hours or more to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.